Manufacturer narrative:
The unit was received from the field for eval. Refer to eval # (B)(4) - handpiece primed successfully but has no cutting power. Upon internal inspection, a loose crimp was found on connector pin. The DHR for lot 24113-04 was reviewed and showed that the units met mfg specs when released and there were no issues related to the complaint. There were (B)(4) nits released from lot 24113-04. (B)(4).

Event description:
Stopped working during priming.